Event description:
It was reported that during a da vinci prostatectomy procedure, a piece of the large suturecut needle driver instrument broke off into the patient, an item was retrieved but not certain if there were other pieces in the patient. Intuitive surgical inc. (Isi) contacted the clinical sales representative present during the case and obtained additional information regarding the reported event. The surgeon was attempting to suture tissue for the first time in the procedure when he noticed the instrument was not working properly. A very small washer/ring was observed in the abdominal cavity and removed. The fragment was removed laparoscopically near the end of the procedure. No x-rays were performed. No patient harm was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations revealed the instrument was found to have a broken distal clevis. The post that holds the outer pulley was broken off and was not returned with the instrument along with outer pulley. The inner idler pulley was received with the instrument. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. Based on the information provided, this complaint is being reported due to the following conclusions: a piece of the large suturecut needle driver instrument broke off into the patient and the fragment was retrieved.